Manufacturer narrative:
Additional info: a3a, a4, b5, b7, d8, e1 (facility name, street, city, region, postal code), h4, h6 (updated all codes, added patient codes, imf codes and ime e2402: "going to restroom all the time"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced pain, obstruction, going to the restroom all the time, abdominal pain, recurrence and adhesions. Post-operative patient treatment included medication, and laparoscopic ventral hernia repairs with parietex mesh and bard ventralight st mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence and adhesions. Post-operative patient treatment included laparoscopic ventral hernia repairs with parietex mesh and bard ventralight st mesh.